Event description:
Initial reported event. In early 2004 - pt treated for postoperative hernia. In 2008 - a prostate resection was performed in a urological treatment facility. Until then, the pt had no issues whatsoever with the hernia. During the procedure, the urologist placed an electrode of the electro cauterizer on the skin directly above the mesh. After the 2008 procedure, the pt was in pain, an infection of the mesh, and at the same time ingrowth to the stomach were determined. In 2009, mesh was explanted where upon the stomach was perforated; it was closed by conventional method. The mesh exhibited agglomeration and shrinking, which was located in a pool of pus. Due to the surgery, the pt died after several days. An autopsy was not performed. The cause of death was pulmonary embolism, which was clinically verified. Per provided translated medical records. In 2003 - (operative report rec'd) pt underwent abdominoperineal excision of rectum by the quenu/miles method. In 2004 - (operative report rec'd) pt underwent hernia repair of the epigastric hernia by means of a bard kugel patch. In 2007 - (based on medical record history notes). Pt underwent prostatic hyperplasia, transurethral operation. In 2009 - (operative report rec'd) pt underwent patch removal and oversewing of stomach. Medical condition: gastric perforation due to displaced deformed ventralex kugel patch implant with formation of a gastrocutaneous fistula. No medical records received associated with the reported three months prior procedure.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned, and additional info received conflicts with originally reported event and timeline. Based on currently available info no conclusion can be drawn. Additional info including pt info, copies of additional medical info/records have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided.